Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4)

Event description:
It was reported that the device had reached end of service (eos) unexpectedly. The device was explanted and replaced. No patient com plications have been reported as a result of this event.